Event description:
Impedance abnormality was detected for protego via hm. This lead was removed from the patient approx. 86 months after the implantation. During the surgery it was noted that the insulation was damaged and conductor cable exposed at two sections. Medtronic ICD was implanted to the patient. This lead was discarded.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.